Event description:
It was reported that an infection and suppuration appeared at the lead position on their head in 2023 so the lead was explanted. They recovered first and it was expected to re-implant the lead next year. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D10: section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3389-40 (lot: b0485422k); product type: 0200-lead; implant date on (B)(6) 2008; explant date on (B)(6) 2023 (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.